Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/30/2025 to 01/05/2026. There was no data available to verify pump error(s)/alarm(s) noted 2 days from the event date of 06-feb-2026 in the formatted history file. However, pump error 38 alarm during the rewind test was found on: 04/30/2026 11:52:27.000, 04/30/2026 11:53:21.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. Slight corrosion was also found on the pcba 1, pcba 2 and force sensor noted. A test motor was used and continued on rewind test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to perform the required testing due to pump error 38 alarm during the rewind test. Rewind anomaly and pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. During visual inspection, slight corrosion was also found on the pcba 1, pcba 2 and force sensor noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to pump piston was not rewinding. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.